Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the dates in the pump are incorrect. The date on the pump was (B)(6) 2012. The reporter is unsure if the pump holds the time/date with battery changes. There is no reported adverse event with this complaint. This report is made based on the allegation of the history settings issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals were found to be within specification and there was no activity outside normal use. A manual time change was observed on the reported event date. During evaluation, the pump was found to pass the time keeping test. The pump successfully powered up with no issues. There were no intermittent issues or moisture ingress noted to the power circuit. Unrelated to the complaint, corrosion was found on the internal battery bt1.